Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Analyzer performance testing was performed and was acceptable. This event occurred: na.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient from the cobas e411 disk analyzer. The initial result was 0.258 miu/ml. The repeat result was 4458 miu/ml with a data flag. The questionable result was not reported outside of the laboratory. The reagent lot number was 43091203 with an expiration date of 28-feb-2021.